Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have been having a lot of pain like sciatica on their left leg. Patient said the sciatic pain stated months ago and would come and go, but now the sciatic pain is constant. Patient mentioned they have done everything for sciatica, including physical therapy and acupuncture, but the pain hasn't improved as much. Patient also said they still have weakness in the left leg, so they don't know if that could be related to the device. Patient said the device is on the right side of the body. Agent reviewed option to turn stim off to see if pain improves. Patient said about 1-2 months ago they noticed the ins is not as flat as it was before. Patient said one section is raised and is bumpy. Patient said where the lead goes in it is also raised. Patient said they haven't had any changes in their weight. The patient was redirected to their healthcare provider to further address the issue.